Event description:
It was reported that after starting a new sensor with the ilet system, the controller displayed prompts to connect the cgm or enter a blood glucose value and did not provide readings, and a subsequent sensor was inserted with a warm-up period displayed; this was consistent with an intermittent communication failure involving the cgm, with the antenna and electrical/magnetic components implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and caregiver. Investigation of this case revealed an interoperability problem between the cgm and the system consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.